Manufacturer narrative:
Date of event: zlowodzki, m., vogt, d., cole, p. And kregor, p. (2007). Plating of femoral shaft fractures: open reduction and internal fixation versus submuscular fixation. The journal of trauma injury, infection and critical care, 63, 1061 ¿ 1065. This report is for an unknown 4.5mm broad compression plate and screw / unknown quantity / unknown lot. Additional device product code: hwc. UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, zlowodzki, m., vogt, d., cole, p. And kregor, p. (2007). Plating of femoral shaft fractures: open reduction and internal fixation versus submuscular fixation. The journal of trauma injury, infection and critical care, 63, 1061 ¿ 1065. The authors conducted a retrospective cohort evidence based medical study to compare the reduction quality, union rates, secondary interventions and infection rates between traditional open reduction and internal fixation (group I) versus submuscular fixation (group ii) using synthes 4.5 millimeter (mm) broad compression plate. Between june 1996 and may 2002, 40 diaphyseal femoral fractures in 38 patients (group I n = 19; group ii n = 21) aged 16 years or greater were treated. Average follow-up was 15 months (range, 3-48 months) which included clinical examination and radiographic analysis of callus formation. Two patients were lost to follow-up after three months of follow-up. Serious injury results included: nonunion (one: group I) which required further operative intervention; malreduction (six: group ii); infection (one in each group) and significant heterotopic ossification around the femoral shaft which significantly impaired knee motion (one: group ii). This is report 2 of 3 for (B)(4). This report is for an unknown synthes 4.5mm broad compression plate and screw.